Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported a loss or change in therapy and reported the patient started being incontinent the friday prior to the report. They though maybe it was an infection, but they were not sure. Usually when the patient was incontinent they would have an infection, but they had to call their healthcare provider (hcp). They tried to the patient programmer (pp) with and without the antenna and they got poor communication. They thought they might not be putting the antenna in the correct spot. It was reviewed to follow up with their hcp. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.